Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to the alarm. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
The customer reported via phone call that the customer had a compromised force sensor system alarm. The customer states they were just changing the set when it occurred. The customer states the insulin pump was not dropped and the drive support cap appeared to be normal. The blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.